Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value was 208 mg/dl. The insulin pump was replaced and returned for analysis.